Event description:
Paramedics responded to a person condition unknown. The device was connected to the pt to administer transcutaneous pacing. No malfunctions were observed by the paramedics and no adverse affects to the pt were reported. The 12 lead ECG recording strip sent to co revealed large ECG oscillations following pacing pulses. It was noted that the artifact caused the qrs detector circuit to place sense markers inhibiting the next pacer pulse delivery. This event is being reported as part of the device post-market survey and results from a decision by co that a recurrence of the reported event may have an effect on pt outcome.